Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was completely inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 15nov2018. The user interface touchscreen assembly was returned for failure analysis. The assembly was installed on a test ventilator. An attempt to calibrate the touchscreen failed. The customer's complaint was confirmed. The failure was attributed to scratch damage.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen was inoperable. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported issue. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.